Manufacturer narrative:
(B)(4). The device has been explanted. It should be explanted, it is to be returned to manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient had benefit from the device. Her auditory performance was good and she was doing well w/regular speech therapy. Currently the patient's response are below the speech spectrum. Externals were found to be working fine.

Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it. To determine an exact root cause a device investigation of the explanted device is necessary. If and when the patient is explanted, the complaint will be reopened.

Event description:
The patient had benefit from the device. Her auditory performance was good and she was doing well with regular speech therapy. Currently the patient's responses are below the speech spectrum. Externals were found to be working fine. There is no report of trauma.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient had benefit from the device. Her auditory performance was good and she was doing well with regular speech therapy. Currently the patient's responses are below the speech spectrum. Externals were found to be working fine. There is no report of trauma.